Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6) customer has indicated that the product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00018. 3002806535-2022-00019. 3002806535-2022-00020. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty in (B)(6) 2016. The patient recovered functionality with some discomfort until an accumulation of serous fluid in significant quantity became evident in (B)(6) 2017. A stain appeared in the area of the prosthesis whose appearance has been getting worse and the accumulation of liquid continued. Doctors have examined it, the counts remained negative, skin biopsies have indicated cutaneous mucinosis associated with severe inflammation. Allergy tests have indicated allergy to nickel. In the last few weeks, joint liquid suppurates through a biopsy hole continuously and significantly. The situation has come to the point where doctors propose a revision. For this reason, the patient has requested information on the materials and the detailed composition of her current prosthesis.

Event description:
It was reported, that: the patient has contacted us to request information urgently, he has no say at any moment that this case would be a legal case but we decided to manage it this way due to the urgency of the patient information request and the complications that the patient has been suffering. I have checked the name of the patient in the legal cases list that we have reported and this name is not on the list. See below the translation of the patient's email, he sends it with the document. Here you have a translation of the patient's email, I have highlighted the information requested and the date on which he needs it: in (B)(6) 2016 I had implantation of a hip prosthesis manufactured by you. I include the discharge report with the references that they provided me. I recovered functionality with some discomfort until an accumulation of serous fluid in significant quantity became evident in (B)(6) 2017. This fluid gave a negative count and it was determined to continue under observation. A stain appeared in the area of the prosthesis whose appearance has been getting worse and the accumulation of liquid continued. To summarise, several doctors have examined it, the counts have remained negative, skin biopsies have indicated cutaneous mucinosis associated with the severe inflammatory process. Allergy tests have indicated an allergy to nickel. In the last few weeks, joint liquid suppurates through a biopsy hole continuously and significantly. The situation has come to the point where traumatologists propose a prosthesis substitution. For this reason, I am writing to you to request information on the materials and the detailed composition of the prosthesis that was placed on me. If possible, I would also like to know what materials do you propose for the possible new prosthesis and what sensitization tests do you recommend in these cases. It does not seem like complicated information to me and I consider that as a patient I have the right to it. My objective is to eliminate, if possible, the accumulation of liquid and to be able to stop the suppuration. I do not think that the claim is useful for this and I trust the prestige of your brand. The information can be sent by post or email. I beg you to send it to me before two weeks (january 27 next), since the situation does not allow delays. Summary: it was reported that the patient underwent a hip arthroplasty on (B)(6) 2016. The patient recovered functionality with some discomfort until an accumulation of serous fluid in significant quantity became evident in (B)(6) 2017. A stain appeared in the area of the prosthesis whose appearance has been getting worse and the accumulation of liquid continued. Doctors have examined it, the counts remained negative, skin biopsies have indicated cutaneous mucinosis associated with severe inflammation. Allergy tests have indicated an allergy to nickel. In the last few weeks, joint liquid suppurates through a biopsy hole continuously and significantly. The situation has come to the point where doctors propose a revision. For this reason, the patient has requested information on the materials and the detailed composition of her current prosthesis.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: no devices were received; therefore the condition of the components is unknown. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. This device is used for treatment. No compatibility issues were noted. A review of complaint history found no additional related issues for this item and the reported part and lot combination. The patient's skin biopsies have indicated cutaneous mucinosis associated with severe inflammation. Allergy tests have indicated an allergy to nickel. For this reason, the patient has requested information on the material composition of his current prosthesis. This information has been provided to the patient in an email which also stated the following; ...the materials listed have been clinically tested for use in hip joint replacement procedures and have long-term clinical data to support their use, which are regularly reviewed by the notified body as part of the regulatory requirements of ongoing post-marketing surveillance. However, no material is free of adverse effects and these are listed in the instructions for use for the surgeon provided with each component of the implant... A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00018-1, 3002806535-2022-00019-1, 3002806535-2022-00020-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.